Manufacturer narrative:
An event regarding periprosthetic fracture involving a pca stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device not returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant was rejected for a medical review stating - "provided x-ray confirms loose acetabulum. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components." Device history review: not performed as the device was not identified properly. Complaint history review: not performed as the device was not identified properly. Conclusions: it was reported that the patient's hip was revised due to femoral periprosthetic fracture. The available medical records were provided to the consulting clinician for a review which was deemed insufficient for a medical review. The event could not be confirmed nor the cause be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported that the patient's hip was revised due to femoral periprosthetic fracture. As reported by rep: "cup and poly were removed, catalog and lots were not readable. Appeared to be pca style cup and corresponding poly. Competitive cup and poly were used. The femoral stem was kept in place. The fem head was removed (3284-0-232) 32 +5 vitallium pca taper head. The lot was not readable. New fem head was placed (28 +10 pca cocr)..." Rep confirmed stem as a pca stem and reported that no further information will be released.